Manufacturer narrative:
The AED is not currently in service and the customer has informed csc that they are not willing to send it in for evaluation at this time. No additional information was provided and there is no evidence to support the allegation that the AED didn't function correctly during the rescue.

Event description:
The customer reported there was no rescue data to download from the AED following a rescue performed on (B)(4) 2017. It was also reported that there were two consultants and trained staff using the AED at the time of the rescue who are alleging the device didn't operate correctly during the rescue. The customer has indicated the incident involved a patient death. Although requested, no additional information has been provided by the customer and the AED has not been returned for investigation.

Event description:
The customer reported there was no rescue data to download from the AED following a rescue performed on (B)(6) 2017. It was also reported that there were two consultants and trained staff using the AED at the time of the rescue who are alleging the device didn't operate correctly during the rescue. The customer has indicated the incident involved a patient death. Although requested, no additional information has been provided by the customer and the AED has not been returned for investigation.